Manufacturer narrative:
Evaluation results: visual inspection revealed that both dust covers underneath the battery slots have been damaged. The battery compartment has signs of previous battery corrosion on battery flat contacts, battery springs. The moisture indicator label revealed that the unit was exposed to moisture or was immersed in liquid. The unit has no power when installing new batteries or connecting the ac power adapter. Therefore, the reported issue regarding the speaker will not emit sound cannot be confirmed. The unit was subsequently opened to determine the cause of no power. The pcba (printed circuit board assembly) was observed to have white corrosion on both sides due to water immersion or moisture exposure, and it has been determined that this is the root cause for having no power. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
On 12-15-2020 customer contacted us via phone call. The customer states, that the speaker will not emit sound - otherwise it seems everything else works as it should. Customer states that there is no damage to the ports or the battery compartment areas. No gtin information is available.